Event description:
The manufacturer received information that a trilogy ev300 ventilator was reported to have failed pre-testing for system setup test and pneumatic test. There was no harm or injury reported. On device evaluation, it was determined that as a result of the ventilator failing pre-testing for system setup test and pneumatic test, the 3-way solenoid valve and the proportional valve required replacement. After replacement of the valves, the device passed all testing and was returned to clinical use.

Manufacturer narrative:
On device evaluation, it was determined that as a result of the ventilator failing pre-testing for system setup test and pneumatic test, the 3-way solenoid valve and the proportional valve required replacement. After replacement of the valves, the device continued to fail testing. The oxygen blending module was replaced to address the issue; however, the device continued to fail testing. Continued troubleshooting for the issue found that the tubing from the proximal port to the pressure sensor on the system board was not securely attached, causing a leak and a failed fio2 test. The tubing has now been firmly re-attached, then performed a complete product verification test as per the manufacturer's specifications. All tests and calibrations were found to be within specifications or passed tests. The device was placed back into full clinical service; ready for patient use.